Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was ¿unable to get any coupling bars¿ and experienced ¿a coupling problem.¿ it was noted the patient was able to ¿turn on and off with the patient programmer.¿ it was additionally noted the patient ¿did not have any issues with coupling a few days¿ prior to report. Additional information stated the patient was ¿no longer¿ able to couple their battery and charger. Additional information stated the patient's battery was found to have been "flipped in the pocket" during a follow-up appointment. The patient had a revision performed (B)(6) 2013. It was noted the "integrity of the system was intact and that the "battery was positioned correctly and the patient was doing well."